Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Update: additional information received on march 26th, 2025, stating there was no patient involvement.

Event description:
It was reported, that the device had a remove and reattach cassette alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: the device was received for evaluation. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Which found, lots of contamination found at the downstream occlusion (dso) sensor and latch lock area. This contamination was the cause of the issue. And the dso sensor and latch lock were replaced to fix the issue.